Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) passed away at a long-term care facility. The patient was found the next day. Technical services reviewed the available device data and found two episodes that were in the vt therapy zone had no therapy delivered. There were two episodes before these that showed delivery of anti-tachycardia pacing (atp) therapy, which was unsuccessful, then a single 41 joule shock that did convert the arrhythmia. Engineering review of the device data identified magnet applications prior to the two episodes in question. At the time of the data upload on (B)(6) 2026 the "magnet applied" bit was set. This indicates a magnet application could have been active during these episodes and not yet removed; magnet applications are only recorded after removal. The local sales representative reported that staff at the long-term care facility denied magnet application. Technical services requested the device be returned for analysis to see if the reason for no therapy being delivered could be determined.

Manufacturer narrative:
The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis.a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.a risk review was completed and confirmed that the event of failure to shock or properly shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) passed away at a long-term care facility. The patient was found the next day. Technical services reviewed the available device data and found two episodes that were in the vt therapy zone had no therapy delivered. There were two episodes before these that showed delivery of anti-tachycardia pacing (atp) therapy, which was unsuccessful, then a single 41 joule shock that did convert the arrhythmia. Engineering review of the device data identified magnet applications prior to the two episodes in question. At the time of the data upload on (B)(6) 2026 the "magnet applied" bit was set. This indicates a magnet application could have been active during these episodes and not yet removed; magnet applications are only recorded after removal. The local sales representative reported that staff at the long-term care facility denied magnet application. Technical services requested the device be returned for analysis to see if the reason for no therapy being delivered could be determined.

Manufacturer narrative:
This report will be updated when additional information is received.